Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 425mg/dl. Customer administered manual injection to address bg level. Customer alleged pump was the suspected cause of elevated bg. Reportedly, the customer observed two drops of insulin from the end of infusion set tubing after requesting a two unit bolus. Customer felt that more insulin should have been observed exiting the infusion set tubing. Although requested, customer declined troubleshooting with tandem technical support.